Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer / patient representative regarding a patient who was receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump for intractable spasticity. It was reported that three weeks after the pump was put in, the patients pump malfunctioned causing the patient to go into a coma. It was further noted that the medicine was leaking out; however, they were never told what exactly happened. The date (B)(6) 2016 is considered an approximate date of event (specific month and year known only). The pump was taken out end of (B)(6) 2016 (date was unknown). It was noted that the same healthcare provider (hcp) who implanted the pump was the one who explanted the pump. The patient was currently seeing an alternate physician. No further patient complications have been reported as a result of this event.